Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. The report is related to MFR # 9614641 - 2024 - 01601, MFR # 9614641 - 2024 - 01599, and complaint # (B)(6).

Event description:
It was reported that the clip gripping the mucosa could not be removed during the therapeutic colon polypectomy procedure. It was eventually removed by shaking it and the procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information added to fields d8, d9, h2, h4, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 months since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. As a result, the presumed cause and a definitive root cause could not be determined. The event can be prevented by following the instructions for use: do not apply excessive bending, pulling or pressure to this product. It may led to equipment damage or functional deterioration. Do not round the insertion tube smaller than 20 cm in diameter. The insertion tube may be damaged. Do not use excessive force to operate each part. It may led to damage of rotating clip device and clip. Olympus will continue to monitor field performance for this device.